Manufacturer narrative:
This product is manufactured in the u.s. But is not distributed in the u.s. Device evaluated by the manufacturer? No. Device was not returned. (B)(4). Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens into the patient's left eye (os) on (B)(6) 2015. The reporter indicated that the vault of the lens was excessive, resulting in the explant of the lens on (B)(6) 2015 and exchange for a lens with a smaller vault. The issue was resolved with the implantation of the new lens.